Event description:
It was reported that an ilet user experienced elevated blood glucose of 200 mg/dl after a prolonged infusion set change that left the user without insulin, with concurrent intake of tequila with soda. Troubleshooting and education were completed with no alerts or alarms noted. Symptoms included hyperglycemia. Outcomes included no reported impact on daily activities, no medical intervention, and no hospitalization. Investigation included customer service troubleshooting focused on infusion set management and user technique. Investigation of this case revealed a likely interruption of insulin delivery during the site change and contributory effect of recent alcohol intake, consistent with user-related handling of the infusion set and normal device function. It was concluded, based on previously established findings for similar reports, that the cause was user-related interruption of insulin delivery during infusion set change.